Event description:
It was reported that after implantation with infuse bone graft, patient had revision surgery to remove bony overgrowth, which was reportedly located in the area of the lateral recess around the foramen. Surgeon used 2 infuse sponges in a computer's cage, with an infuse sponge wrapped in autograft in both posterolateral gutters (one on each side) and used posterior fixation. It is unknown if the infuse bone graft contributed to the reported event, but co is filling this MDR out of an abundance of caution.